Event description:
It was reported that vns patient has vocal cord paralysis this started on (B)(6) 2016 and ended on (B)(6) 2016. The reported adverse event is serious and definitely related to implant surgery, related to the study therapy and not related to the therapy stimulation. The treatment was not changed and medication was given to the patient. The event did not cause the subject to discontinue from the study and the incident resulted in an initial or prolonged hospitalization.

Manufacturer narrative:
(B)(4).

Event description:
Follow up with the company representative indicated that the first patient's stimulation occurred on (B)(6) 2016. The stimulation parameters were: output current 1.25ma, pulse width 500 sec, signal frequency 30 hz, on time 30 sec, off time 5 min. Magnet current 1.5ma, magnet pulse width 500 sec, magnet on time 60 sec. The system diagnostic test showed an impedance value between 2700 and 4000 ohm and the output current status was ok.

Manufacturer narrative:
Corrected information: the brand name should have been lead; model unk; instead of the generator information on supplemental report #1. Corrected information: the name should have been lead; on supplemental report #1. Corrected information: the model number should have read ni on supplemental report #1. Corrected information: the serial number should have read ni on supplemental report # 1. Corrected information: the lot number should have read ni on supplemental report #1. Corrected information: the field should have read ni on supplemental report #1 as the manufacture date is not known.